Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the ventricular lead exhibited increased thresholds. The lead was explanted and replaced on (B)(6) 2014.